Manufacturer narrative:
Other, other text: b3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was physical damage. The gas indicator was damaged and no battery power. Patient involvement unknown.

Manufacturer narrative:
UDI updated - (B)(4). Evaluation codes updated device evaluation: one device was received. A visual inspection found that the gas supply indicator was damaged, the battery holder was corroded, and the battery was missing. During the functional testing, it was found that the dome of the gas supply indicator had been subjected to impact force. The battery holder was corroded which affected battery power. The cause of the issue was the damaged gas supply indicator and the battery holder. The damaged gas supply indicator and battery holder were replaced as well as the missing MRI-compatible battery, faulty alarm reed, filter and o-rings. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. The service history review found that the previous service replaced the battery cap on ro 1279669 which is related to the complaint. For all enquiries or follow-up questions related to the record, do not use (B)(6). Located please direct those to the following: (B)(6).